Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "symmastia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia and events on contralateral side.

Event description:
Patient reported "pain, discomfort and implant displacement. Causing severe symmastia". The device remains implanted. The record is for the right side.

Event description:
Patient reported "pain, discomfort", "displacement of both implants, first medially that is causing severe symmastia and also inferiorly" as well as capsular contracture baker grade IV diagnosed by ultrasound. The ultrasound found "calcified elements in the form of granulomastous tissue" and deflormation of breast. The device has been explanted. Right side.

Event description:
Patient reported right side "pain, discomfort", ¿displacement of both implants, first medially that is causing severe symmastia and also inferiorly¿ and ¿calcified elements in the form of granulomastous tissue¿ and deformation of breast. The device has been explanted.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified white encapsulation. Unable to confirm if all shell was received. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data: a.4, a.6, b.2, b.5, b.6, b.7, d.4, d.6b, g.1, g.2, h.6.